Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor did not pass incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor did not pass incoming functional testing.